Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 233 mg/dl at the time of the incident. The customer was not assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states a temp basal was not programmed before the alarm occurred. Customer states alarm occurred shortly after inserting a new battery. The device will be returned for analysis.